Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported detachment of the device (shaft separation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the three graftmaster stent delivery systems (sds) were required to treat a long perforation that occurred during use of another device from distal to proximal in the right coronary artery. The third graftmaster sds used (2.8 x 26 mm) was placed in the anatomy; however, not yet advanced, at which time it was observed that the proximal shaft of the delivery system had separated. No resistance was felt during placement of the sds in the anatomy. The sds was removed and a new graftmaster sds was advanced and successfully deployed proximally to completely treat the perforation. There was no clinically significant delay in the procedure due to the shaft issue. No adverse patient effects were reported. No additional information was provided.